Manufacturer narrative:
(B)(4). Investigation is ongoing. The device will be returned.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 26 mm sapien 3 valve, at the time of deployment, the valve did not inflate despite manipulation of the atrion syringe. ¿the balloon was deflated¿ and blood was observed in the syringe. The delivery system with the valve crimped on it were retrieved from the patient and a new valve was implanted with success.

Manufacturer narrative:
UDI (B)(4), the device was not returned for evaluation. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. No imagery was provided for evaluation. DHR review was performed for the components that are the most relevant to the complaint event. The work orders did not reveal any issues that could have contributed to this complaint event. A lot history review of the related was performed and revealed one additional complaint relating to delivery system ¿ leakage, which is still pending engineering evaluation. A review of complaint history from may 2017 to april 2018 revealed other returned complaint devices for the edwards commander delivery system (all sizes and models) with delivery system ¿ leakage. Two complaints were confirmed but no manufacturing non-conformities were found in the returned sample. A definite root cause was unable to be determined. Five complaints are pending evaluation. A review of complaint data for april 2018 revealed that the complaint rate exceeded the control rate for the applicable complaint trend category (¿leakage¿). IFU for the edwards commander delivery system, prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure. No IFU/training deficiencies were identified. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. The s3 balloons go through general inspection which includes inspection for fish eyes, crow¿s feet, deformation, gel spots and contamination. The working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements are taken. During the crimp balloon molding process, balloon double wall thickness is measured and the balloon is visually inspected for defects and cosmetic appearance, under minimum 8x magnification using a zeiss microscope with dark background. During the balloon pleat, fold, & forming, the balloon size is inspected before the pleating and folding process. After pleating and folding is completed, the balloon is visually inspected for fold lines. During the spring coil installation the marker band is inspected. During the 100% final inspection by manufacturing and quality, distal to proximal visual inspection is performed. The flex catheter and balloon catheter are also leak tested.  Functional product verification testing (draper) is also performed. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Since the devices and relevant imagery and procedural videos were not provided, the complaint for ¿delivery system ¿ leakage¿ was unable to be confirmed. Due to the unavailability of the relevant devices (sheath/delivery system), engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing nonconformance could not be identified. A review of the manufacturing mitigations in place supports that the sheath and delivery system have proper inspections in place to detect issues related to the reported event. Based on the DHR, lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. There were no reports of device leakage during device prep, especially during the deairing process of the delivery system. With no indication that the device was leaking during prep, it can be surmised that the leakage happened after the delivery system was inserted through the esheath and into the patient¿s vasculature. Calcification and tortuosity in the vasculature of the patient may lead to non-coaxility of the valve on the delivery system causing increasing friction and tension in the system during valve alignment. This sub-optimal condition during valve alignment may cause higher valve alignment forces, leading to a weakening/tearing of the balloon material. It is also possible that interaction with calcification in the vessels led to a delivery system tear and subsequent leakage. This may have led to the observation as reported: ¿the balloon was deflated and an important blood ¿retour¿ was observed in the syringe (20 ml).¿ however, with no additional information about the patient¿s vascular condition (i.e. Calcification / tortuosity) or imagery showing the reported leakage, a definite root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformance were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required. Although the trend category of ¿leakage¿ exceeded the april 2018 control limit for the commander delivery system, the presence of a manufacturing non-conformance was not identified. Additionally, a review of complaint history revealed that no product non-conformances or IFU/training manual deficiencies. As such, a product risk assessment (pra) escalation is not required. Of the complaints for the ¿leakage¿ trend category from april 2018, no manufacturing non-conformances have been identified in the investigations. The complaint for ¿delivery system - leakage¿ was unable to be confirmed. Available information suggests that patient and / or procedural factors may have contributed to the reported event. However, a definite root cause is unable to be determined. Since the applicable devices (sheath/delivery system) were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. Review of the complaint history revealed that the occurrence rate exceeded the april 2018 control limit for the trend category ¿leakage¿, see section 10 for further details. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no pra or preventative or corrective actions were required.

Manufacturer narrative:
UDI (B)(4) the delivery system was returned to edwards lifesciences for evaluation. It was locked at the valve alignment marker, no fine adjust was used. The delivery system was inserted through the esheath with the valve still crimped on the inflation balloon. The esheath was fully expanded as designed, no gross abnormalities observed on the sheath. The returned delivery system was visually inspected for abnormalities. There was flex tip gouges, a crimp balloon tear proximal to the I/c bond, and the valve crimped on inflation balloon. Crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The crimp balloon double wall thickness was found to be within specification. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. DHR review was performed for the components that are the most relevant to the complaint event. The work orders above did not reveal any issues that could have contributed to this complaint event. A lot history review of the related work order was performed and revealed 3 other complaints relating to balloon ¿ torn. One complaint is pending engineering evaluation; the other two complaints were confirmed, however, no manufacturing non-conformance were found in the returned samples. However, dimensional and visual inspection of the returned device did not reveal any manufacturing non-conformances. A review of the complaint history from may 2017 to april 2018 for edwards commander delivery system (for all models and sizes) revealed other returned complaints. Sixty four complaints were confirmed, but no manufacturing nonconformance that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment.  A review of complaint data for april 2018 revealed that the complaint occurrence rate exceeded the control limit for the trend category of ¿damaged¿. Edwards commander delivery system instructions for use (IFU), prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure. No IFU/training deficiencies were identified. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. During the general specifications for s3 balloons, the balloons are inspected for fish eyes, crow¿s feet, deformation, gel spots and contamination, as well as working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. During crimp balloon molding process, the balloon double wall thickness is checked. The device is visually inspected for defects and cosmetic appearance, under minimum 8x magnification. The balloon size is inspected before the pleating and folding process. After pleating and folding is completed, the balloon is visually inspected. During final inspection (100% final inspection by manufacturing and quality), distal to proximal visual inspection is performed. Flex catheter and balloon catheter leak tests are performed. Functional product verification testing is performed, as well as tensile product verification testing. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿balloon ¿ torn¿ was confirmed based on the condition of the returned device. Dimensional and visual inspection of the returned device did not reveal any nonconformance. Additionally, review of complaint history, lot history, and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigation also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. As no issues were noted during device prepping and de-airing, the device likely had no issues with the balloons out of box. As such, it is likely that the torn crimp balloon occurred during the procedure. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. The product risk assessment identifies increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question.  Therefore, available information suggests that patient (tortuous vasculature) and/or procedural factors (high valve alignment forces) may have contributed to the reported event. However, at this time, a definite root cause cannot be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required. However, a CAPA is being updated to address the emerging trend in I/c bond complaints.  Although the trend category of ¿damaged¿ exceeded the april 2018 control limit for the commander delivery system, no indication of a product non-conformance was identified during evaluation. Additionally, a review of complaint history revealed no product non-conformances or IFU/training manual deficiencies. As such, a product risk assessment escalation is not required. The complaint for ¿balloon ¿ torn¿ was confirmed. Dimensional and visual inspection of the returned device did not reveal any manufacturing non-conformances. A definitive root cause could not be determined at this time. It is likely that patient (tortuous vasculature) and/or procedural factors (high valve alignment forces) contributed to the complaint event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. However, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Supplemental report required as the device was returned for evaluation. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) during the implant of a 26 mm sapien 3 valve, at the time of deployment, the valve did not inflate despite manipulation of the atrion syringe. ¿the balloon was deflated¿ and blood was observed in the syringe. The delivery system with the valve crimped on it were retrieved from the patient and a new valve was implanted with success. As per pre-deco observations, the balloon was torn.